Event description:
It was reported that while the patient was on a plane, the device stopped capturing, and the patient suffered asystole and syncope. The patient was then treated and externally paced, and when the hospital attempted to interrogate the implanted device, it was not possible to interrogate. The patient had been informed at a previous device check two months prior that the device had a year of battery longevity left, but upon replacement, was informed that the device had been depleted and should have been replaced some time prior. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.